Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Discoloration and edema are known potential adverse events addressed in the product labeling. Granuloma is considered an unexpected adverse drug experience due to specificity.

Event description:
Healthcare professional reported injecting a patient in the ¿hands area¿ with juvéderm® volift¿ with lidocaine and in the lip area with juvéderm® volbella¿ with lidocaine. About 6 months later, patient developed ¿oedema (side effects) and violaceous (turn purple) following injection with unspecified juvéderm® volift¿ with lidocaine on the hands; indurated areas following injection of juvéderm® volbella¿ with lidocaine on the lips¿ were also noted. A hand biopsy showed ¿germ-free granuloma." Treatment included antibiotic and corticosteroid. It is unknown if symptoms have resolved.